Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, renal complications). Patient's condition affected effectiveness of device (renal complications). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (renal complications).

Event description:
An endurant stent graft was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. There was moderate vessel tortuosity and mild vessel calcification. It was reported that the patient had renal complications the following day after the procedure. Tests were done and an ultrasound was completed which showed flow to the renal arteries; however, the patient did not recover and was put on dialysis. The patient expired three weeks after the procedure. The cause of renal complications and death are unknown. The physician assessed this event as not device related. No further information is available.